Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason. The customer¿s blood glucose level was unknown at the time of hospitalization. Customer was treated with insulin drip.insulin pump not working. Customer stated the belt railing broke a year on the insulin pump. She declined troubleshooting for damage on the insulin pump. The insulin pump will not be returned for analysis.